Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v750667, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The patient reported via a manufacturer representative (rep) that she was having problems with her implantable neurostimulator (ins). She thought her battery needed to be changed, but the nurse kept turning the ins up and down. The patient felt the nurse did not what she was doing. When the ins was turned up, the ins would randomly shut off and it was painful when it did that. The patient did not know how to use the programmer and did not want to know how to use it. The programmer scared her and if she turned it up too high there was no one at the hospital that could help her. If it was too high she could not stand or sit or do anything. It caused so much pain she would scream bloody murder and that was how bad it hurt; it was like sticking her finger in a 220. When the ins was turned down, the patient had leakage problems. She kept telling the nurse that these settings do not work for her and she thought the battery needed to be checked, but the nurse kept saying it was fine. The patient also recently lost 70 pounds and the ins was close to the skin and sensitive. Follow-up with the patient reported that she could not turn the ins off because if she did her bladder leaked. She had an appointment scheduled for (B)(6) 2015 to have a new ins placed. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. It was unclear why the ins would turn off randomly and that patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.